Event description:
The customer contact reported charring. The customer contact reported that the ac power adapter was connected to a gemstar pump. It was reported that at an unspecified time, the ac power adapter became very hot and began to smoke. No specific details were provided. The device was removed from clinical service. During visual examination at the user facility, the customer contact reported that the printed circuit board of the ac power cord was charred and blackened. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.